Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular tachycardia (vt) after receiving anti-tachycardia pacing (atp) and electric shock therapy. At this time, this s-ICD remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker (lcp) and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular tachycardia (vt) episodes that were appropriately treated with anti-tachycardia pacing (atp) and shock therapies from the implanted devices. About two months after these episodes, the patient underwent a left heart catheterization, likely to look for new areas of ischemia or blockage that might be responsible for the initiation/cause of the patient's spontaneous vt. The previous report indicated that the delivered atp and shock therapy caused the patient's vt, but this was not accurate. The lcp and s-ICD devices functioned appropriately and the patient's spontaneous vts were related to a worsening of a pre-existing condition. No adverse patient effects were reported as related to the implanted devices, and the implanted devices remain in service. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.